Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a secondary infusion of an unspecified chemo was noted to run into the primary bag of normal saline 50ml. The secondary tubing was changed without improvement; when the primary tubing was changed the infusion functioned as intended. There was no patient harm.